Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring high glucose fluctuations without a clear root cause while using the ilet with a libre 3+ sensor and a contact detach infusion set, and a trainer-recommended factory reset was performed with guidance to complete setup; no device-specific problem or component malfunction was identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to attribute the event to a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.